Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot. The use hydrelle in lips is not indicated in the product labeling.

Event description:
Pt experienced swelling and blisters on the lips. The lips were drained by the physician who also prescribed antibiotics (levaquin).